Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. Concomitant medical products: ddmb1d1 ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited out of range impedance, varying impedance. Oversensing, elevated sensing integrity counter (sic), and crosstalk was noted on high rate non-sustained episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that noise was observed on a remote transmission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.